Event description:
(B)(4). Severe nickle allergy; hysterectomy, endometriosis, hand numbing, skin rashes, headaches, chest pain, abdominal pain, hair loss, dry eyes, weight loss and gain, swollen lymph node, fatigue, pain in joints and muscles. Diagnosed with fibromyalgia.